Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive at the distal end. In addition, the connector was broken and leaking, the charge-coupled device cover lens was scratched, the acoustic lens was damaged, there was a wrinkle on the connecting tube (10mm from adhesive), the air/water nut was damaged, the suction cylinder nut was damaged, the scope cover was scratched, the scope body was scratched, there was play in the angulation, and the torque on the up/down knob was out of standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the housing was cracked at the red tightness valve. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive at the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress or device handling. Olympus will continue to monitor field performance for this device.